Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele, sui , and uterine prolapse. It was reported that the patient had the concurrent procedures of a total vaginal hysterectomy, anterior repair with graft, cystoscopy, and sacrospinous ligament suspension performed during mesh implantation. It was reported that the patient underwent excision of portion of vaginal mesh on (B)(6) 2009. It was reported that the patient underwent excision of portion of vaginal mesh on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary and problems, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02037. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that following insertion the patient experienced erosion and urinary retention. No additional information was provided.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 and on (B)(6) 2016 by dr. (B)(6).

Manufacturer narrative:
Additional patient codes: (B)(4)- urinary tract infection, (B)(4)- burning, (B)(4)- hematuria additional narrative: it was reported that following insertion the patient experienced urinary tract infection, burning sensation and hematuria.

Manufacturer narrative:
Additional patient codes: (B)(4) - discomfort additional narrative: it was reported that following insertion the patient experienced discomfort.